Manufacturer narrative:
Per tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer dropped the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 391 mg/dl.